Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white plastic-like foreign matter was found in a bag of bd¿ oral syringes with tip caps before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that white plastic-like foreign matter was found in a bag of bd¿ oral syringes with tip caps before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: one sealed bag of 3ml assembled oral syringes was received and confirmed to be from batch #8092682 (p/n 305210). The sample was visually evaluated. The syringe bag contained an off white piece of loose plastic approximately 2¿ long. The foreign matter had a glue residue on back, which appeared to be portion of a conveyor belt. A thorough packaging machine evaluation was conducted as part of the investigation. Conveyor belt conditions were evaluated and belts were identified for replacement. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the loose foreign matter is likely from a conveyor belt during the packaging process. Corrective actions were identified during investigation: conveyor belts will be replaced on this packaging machine and a preventive maintenance task in the system was modified to check for conveyor belt condition and alignment every 6 weeks. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes.